Event description:
The report received from the field indicated that the .038 csi avanti plus ms catheter sheath introducer (csi) sheared off in the patient as it was being removed. The patient was reported to gone to surgery for removal of the separated piece. Additional information has been requested.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the field indicated that the .038 csi avanti plus ms catheter sheath introducer (csi) sheared off in the patient as it was being removed. The patient was reported to have gone to surgery for removal of the separated piece. Multiple attempts to retrieve detailed procedural and vessel characteristics information were unsuccessful. The product was returned for inspection. One non-sterile sheath introducer 7.5fr was received inside a plastic bag. The cannula was received broken at 8.5 cm from distal end. The broken point looks elongated and ragged. No more anomalies were found. The inner diameter and outer diameter near to the broken point were measured, the results were found within specification. A review of lot 15413257 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported failure experienced by the customer was confirmed. However, the exact cause of this failure could not be determined. Application of extreme external force may have contributed to the elongation of the cannula resulting in breakage. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported event. Neither the DHR review nor the product analysis suggests that failure is related to the manufacturing process. Therefore no actions will be taken at this time.